Manufacturer narrative:
Method - analysis of programming history.

Event description:
During review of programming history in medwatch report number: 1644487-2010-02872. It was noted in the patient's programming history that the pt left the office at unintended therapy. A faulted system test occurred on (B)(6), 2009 which changed the patient's settings. All the patient's settings except the off time were corrected. Several interrogation were performed after the setting change but the pt left the office set at 60 minutes off time. This has since been corrected.

Manufacturer narrative:
Serial #, corrected data: the initial reported inadvertently did not include the handheld serial number although it was known at that time.